Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure under local anaesthetic to remove a cyst at the implant site. The implanted device remains.